Event description:
The manufacturer received a report from a customer indicating that the trilogy evo ventilator displayed a ¿service required¿ message. There was no serious patient harm or injury that occurred or was reported. There was no report of medical intervention. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device, the manufacturer confirmed that a ventilator service required error occurred related to the machines power cord or component. Based on this finding, the system board required replacement to address the issue. Additionally, unrelated to the reportable malfunction, the air inlet foam filter and muffler assembly were replaced for routine preventive maintenance. The fio2 sensor in the device did not pass the fio2 diagnostic test and was subsequently replaced. The unit passed the final test.